Manufacturer narrative:
Additional information: further information received that patient was treated with steroid drops. The patient is responding well. Currently, there are no plans for lens explanation, but the decision will be reassessed once the surgeon starts tapering the steroids. No other information was provided. The following section has been updated accordingly: section h6: health effect - impact code: 4644 steroid treatment. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens ( iol) the surgeon noticed a black filament between the end unfolding period (holding hands) of the haptics. Irrigation/aspiration was believed to have removed the filament. The lens was fully inserted. There was no vitrectomy performed. Through follow up, it was learned that the patient develop a toxic anterior segment syndrome (tass). No further information was provided.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1 telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.